Event description:
A dealer in (B)(4) stated the touch screen on this unit stopped responding while performing the user verification test.

Manufacturer narrative:
Based on the info provided by the dealer, the carefusion technical support specialist determined that the most likely cause of this failure was malfunctioning front panel. The dealer was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for eval. As of april 16, 2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a f/u medwatch report will be submitted.